Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date. UDI#: no UDI number.

Event description:
It was reported the device presented a cracked water reservoir. No patient injury was reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was returned for investigation. Upon visual inspection a broken tank cover, outdated printed circuit board (pcb) and outdated power switch were noted. The water tank was filled, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The device leaked from the broken tank cover confirming the customer complaint. The root cause was listed as the customer dropping the device. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. Service history review identified this device has not been in for service previously.